Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be done as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
.Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00647. It was reported the patient never received effective stimulation coverage from her pns (off label) system and the leads were also placed too high. Subsequently, the patient underwent surgical intervention wherein the leads were explanted and replaced. The new leads were also placed lower. Reportedly, effective therapy was regained following the procedure and the issue is resolved.